Manufacturer narrative:
The cobas e 801 analytical unit serial number is: (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys afp result from the cobas e 801 analytical unit for one patient. The initial result was 1063 ng/ml. The repeat result after 1:10 dilution was 12,100 ng/ml, accompanied by a data flag. A second repeat result after 1:100 dilution was 121,000 ng/ml, accompanied by a data flag. A third repeat result after 1:400 dilution was 484,000 ng/ml, accompanied by a data flag. A fourth repeat result after a manual 1:10 dilution, and then a 1:400 dilution on the instrument, was 410,480 ng/ml. The sample was repeated after the doctor questioned it. The patient had previous results in july that were extremely high.

Manufacturer narrative:
The affected patient sample was requested for investigation, but could not be provided. As the sample was not available, the investigation was unable to determine a direct root cause.